Event description:
The customer's pump shut down unexpectedly around 80% battery life. The customer's blood glucose level was impacted but has lantus and humalog syringes for backup. The customer is reportedly (B)(6).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. In addition, t:slim user guide indicates pup is to be used with individuals 12 years and greater; patient is (B)(6).